Manufacturer narrative:
(B)(4). Article citation: kerr, nathan m et al. ¿primary needling of the ab interno gelatin microstent reduces postoperative needling and follow-up requirements.¿ ophthalmology. Glaucoma vol. 4,6 (2021): 581-588. Doi:10.1016/j.ogla.2021.02.004. Implant date ranged between 2017 to 2019. The reported events of "blebitis, keratitis, and high intraocular pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The article: ¿primary needling of the ab interno gelatin microstent reduces postoperative needling and follow-up requirements.¿ ophthalmology. Glaucoma vol. 4,6 (2021) noted the following events. Intraoperatively, "subconjunctival hemorrhage" in 2 eyes. Postoperatively, "choroidal effusion" in 2 eyes, "bleb leak" in 1 eye, "needling due to encysted bleb" in 5 eyes, "needling due to flat bleb" in 4 eyes, "blebitis" in 1 eye, "corneal dellen" in 1 eye, and additional surgery for "glaucoma drainage device implant" was required in 2 eyes. This is the same literature article reported under MFR report 3011299751-2021-03178 (allergan complaint # (B)(4)). This MDR is being submitted for patients that underwent xen implant without primary needling.